Manufacturer narrative:
The handpiece was returned to olympus for evaluation. A visual inspection was performed on the returned device and found there was some tissue buildup on the jaw. The teflon pad was to be lifted exposing metal with evidence of charred marks on the jaw. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit or the h electrode. The device was connected to a test esg-400 unit and passed the functionality test and probe check. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad overheated and caused an electrical arc on the hand-piece. No device fragment fell into the patient. The device was withdrawn from the patient and wiped down. The surgical staff inspected the hand-piece and found the teflon pad peeled back exposing metal on the jaw. The generator settings were unknown. A new hand-piece was opened and the intended procedure was completed. There was no patient injury reported.